Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had a slice on the tubing. While priming with normal saline, no leak was noted. The tubing was clamped and a leak was identified during infusion of chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed using the naked eye which revealed a cut in the tubing. The reported condition of leaks-slice (cut/hole) in the tubing was verified. By the nature of the sample, no additional tests were performed. The exact cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.